Event description:
When blomed turned on unit for reg 2k pm, he noticed a burning smell. After investigation, he found a burnt capacitor on the alarm board 768588. He is factory trained and will be replacing board.

Manufacturer narrative:
The viasys failure analysis lab tech evaluated the alarm board and determined that the root cause of the reported event was a faulty (burnt) capacitor (c30) on the board. The customer was shipped a replacement alarm board. Corrective or preventative measure info resides in engineering change order (eco)# 26649.